Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was found ruptured upon opening of the package.

Event description:
It was reported that the ureteral stent was found ruptured upon opening of the package.

Manufacturer narrative:
The reported event is confirmed. No physical sample was returned, however, a photo sample was submitted. Visual evaluation of the photo sample noted the stent broken into two separate pieces at the proximal pigtail. Although a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". The lot number provided does not correspond with the reported device; therefore, a DHR review cannot be performed. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.